Event description:
In 2008, a male underwent initial aaa repair as labeled. The physician implanted zenith aaa on the contralateral side. The grey positioner was decannulated afterward. When another manufacturer's equalizer was cannulated. A total blood leakage of 300ml occurred. No blood transfusion procedure. The whole iliac leg delivery system was decannulated, and another manufacturer's 9fr sheath cannulated instead. Then a stent apposition procedure at the overlapped site of the main body and the iliac leg stent and at the distal site by another manufacturer's pta balloon catheter. Patient's condition was well after the procedure.

Manufacturer narrative:
Evaluation: this event is still under investigation.